Manufacturer narrative:
The customer called the technical assistance center (tac), for assistance with the error code b30 (scope communication error). The tac representative advised the customer to clean connectors on scope with an alcohol prep pad, allow to dry then to connect scope, and if it continues to error, to try another 190 scope. Tac also advised the customer to remove the digital light source cable, clean it with canned air and reconnect. Tac representative further advised the customer to purchase maj-2087 light source socket cleaning kit and to ensure the maj-1430 video scope cable is not connected to cv-190 and when connecting 190 scope to power it off cv-190/clv-190 then to reset the digital light source cable on both ends. Tac representative stated that the issue was resolved. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source exhibited scope error communication error (b30). The issue occurred during an unknown. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's transmission malfunction (b30 error) was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.